Event description:
Report received from baxter states a pt who was receiving an infusion of meronem for "mucoviscidosis therapy" experienced a ruptured a reservoir near the end of the infusion. According to the reporter a small amount of blood backed up into the tubing, however, no pt injury resulted and no medical intervention was required. The device was immediately disconnected.